Event description:
The lay user/pt contacted lifescan alleging that a one touch surestep meter was reading inaccurately high. The medical affairs specialist (mas) listened to the call between the pt and customer care advocate (cca) to obtain/verify info. In 2006, the pt obtained a "hi" result on the reported meter. According to the manual, a result of "hi" indicates a blood glucose level of over 500mg/dl. Based on the high result, the pt took 10 units of "regular" insulin. Soon after, the pt developed symptoms of a rapid heartbeat, dry mouth, sweating, and feeling incoherent. The pt retested on the reported meter and got a result of "243mg/dl." The paramedics were called. Within 30 minutes of obtaining the "hi" result, the pt was tested by the paramedics using an unidentified device. The paramedics obtained a result of "37mg/dl." The pt was treated with an IV (unk contents) and taken to a hosp where he stayed for 1 night. The pt was using a correct technique for cleaning the reported meter. The meter was coded properly and the test strips were described as being in good condition. The pt was not using a proper technique for cleaning his puncture sites. The pt's control solution was expired. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt took insulin based on the meter's result of "hi." The pt developed symptoms suggestive of hypoglycemia and retested with the reported meter. A result of "243mg/dl" was obtained. The paramedics tested the pt within 30 minutes of the initial "hi" result and obtained a result of "37mg/dl." The pt was treated with an IV (ink contents) and hospitalized.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.